Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by loss of appetite, diarrhea and low blood pressure. The cause of the event was unknown. The patient was hospitalized due to the manifestations of the peritonitis event. The patient was treated with unspecified medication for the peritonitis. On an unknown date, the patient was recovered from the peritonitis event and remained hospitalized for low blood pressure, loss of appetite and diarrhea. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis (twice a week). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.